Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 500 mg/dl with excessive urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rates since the basal edit screen was accessed; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was attributed to a use error.

Manufacturer narrative:
The device has not been requested for return to animas.